Event description:
Customer called and said that she found there was fluid on the power supply board. She said that there also appeared to be burn marks on the board. No alleged injuries.

Manufacturer narrative:
Customer replaced the power supply board and the bed is working fine.